Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported alarm f-94 was confirmed during device evaluation. The cause was determined to be a damaged main battery and the main battery was replaced to resolve the problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.